Event description:
It was reported that during an open reduction internal fixation of the pelvis, the surgeon selected the depth gauge for 3.5 mm cortex screws and it came apart internally. All pieces were retrieved and another gauge was selected. The procedure was completed. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The depth gage was received in 3 pieces (hook, body and sleeve) for a manufacturing evaluation. The hook was separate from the body, and the dowel pin that secures the hook to the body was missing and was not returned for evaluation. The hook had a groove where it was secured to the slider body with a dowel pin. The hook was bent, which is not a result of the manufacturing process. All features related to this complaint that could be measured during the evaluation met specifications. Because all component features related to this complaint could not be verified (dowel pin was not returned for evaluation), this complaint is indeterminate from a manufacturing perspective.